Event description:
It was reported that the patient experienced recurring incontinence with the advance sling system. An artificial urinary sphincter device was implanted. The patient was reported to be doing well after the procedure.